Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges her mom stepped on the footplate to get on the unit. Her mom didn't realize the unit was on and accidentally hit the throttle allegedly causing the unit to move and allegedly throwing the consumer off. The consumer allegedly was tangled up in the unit.